Event description:
Customer reportedly received the following results back-to-back on the advantage system: 230 mg/dl and 90 mg/dl; 185 mg/dl and 100 mg/dl; and 170 mg/dl and 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.